Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the check valve malfunctioned. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: the issue is that the solution, instead of making its way to the pump (which it should easily do being as it is the highest bag) is somehow turning and going into the secondary tubing. It appears as if the check (or backflow-I am unsure of the correct term) is not working.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported that the solution is backing into the secondary tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the check valve malfunctioned. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: the issue is that the solution, instead of making its way to the pump (which it should easily do being as it is the highest bag) is somehow turning and going into the secondary tubing. It appears as if the check (or backflow-I am unsure of the correct term) is not working.